Event description:
Customer reported a past high blood glucose event with the highest level displayed as "high," but the specific value was unknown. Cause was not known. The customer used a correction injection via multiple daily injections to address the issue, and technical support advised consulting with a healthcare provider to discuss potential factors affecting the blood glucose levels.